Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no reported adverse impact to the customer. The pump was replaced to resolve the issue, and a new charging cable was sent to the customer. The customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.